Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net on (B)(6) 2020 with their right ventricular lead over-sensing and causing incorrect ventricular fibrillation binning. Further investigation found the lead was sensing both p and r-waves. Patient was then brought to the clinic for interrogation and an x-ray. The x-ray revealed the lead had dislodged. Lead was reprogrammed to turn shock therapy off. Physician attempted to reposition the lead on (B)(6) 2020. The helix would not retract and extend normally, so the lead was instead explanted and replaced. Patient condition was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.